Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert for remote monitoring disabled. There was a data discrepancy as the elective replacement indicator (eri) date was january 2000 and the remote monitoring disabled alert occurring on october 03, 2025. Technical services (ts) was consulted, and upon review it was noted that the longevity remaining on june 13, 2025 upload, indicated the device had 2 years remaining. Ts reviewed the device data and discussed this is a false positive remote monitoring disabled due to magnet exposure. It is confirmed the device remains functional without radio frequency (rf) communication, the device therapy and full inductive (wand) communication are available. The device replacement is not recommended. No adverse patient effects were reported. The device remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.